Event description:
The customer's blood glucose was unknown. It was reported the customer's insulin pump began acting with the scroll wrap feature. The customer stated that his insulin pump was scroll wrapping to the maximum delivery amount. The customer stated that he would monitor his insulin pump. Nothing further reported.

Manufacturer narrative:
The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, and a cracked reservoir tube near the reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.